Manufacturer narrative:
(B)(4). This customer reported that after a synchronized cardioversion via pads, the patient had a "nearly second degree burn." The patient was treated with a topical cream. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
This customer reported that after a synchronized cardioversion via pads, the patient had a "nearly second degree burn." The patient was treated with a topical cream.